Event description:
The customer reported the system left monitor failed to display images. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The left monitor was replaced. The system was then found to be operating as intended.